Event description:
It was reported during a total vaginal hysterectomy the ez-45b and the zr45b were used to take down the adnexa. Bilaterally, some pedicles appeared to not have staples after firing and the surgeon completed the case by hand sewing the pedicles. There was approx 1100 of blood loss that occurred and the pt was given 1 unit of plasma. It is approximated that or time was extended by over an hour. No other post operative complications have been reported at this time. 9/30/97 received user facility medwatch report. #190124-1997-0001.